Event description:
Hamilton company was informed in 2005 of an event that occurred in august 5, 2005 = the same year in which the hamilton microlab at +2 instrument reportedly mispipetted samples. No death or injury resulted from this event.

Manufacturer narrative:
Our distributor for the device has investigated this event and has evaluated the instrument. The instrument was found to have a contaminated plunger clamp, which caused an improper tip pick-up and improper sampling. The instrument has been repaired.